Event description:
It was reported that following deployment of two mutli-link stents, the delivery system catheter would not cross the lesion. Upon removal of the delivery system, the stent caught in vessel and stripped off of the delivery system. A snare device was used to successfully retrieve the stent. No pt injury was associated with this event.